Manufacturer narrative:
Investigation summary: batch no. Unknown customer reported a false negative result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Product insert general considerations section states that false negative readings may result when certain organisms are present which do not produce enough co2 to be detected by the system or if significant growth has occurred before placing the vial into the system. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
Report 1 of 2: it was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was one false negative result identified as streptococcus pyogenes. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 2: it was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was one false negative result identified as streptococcus pyogenes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1.: initial reporter addr 1: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.